Event description:
It was reported that during procedure, after using 3085 joules and three minutes and forty-two seconds, it was noticed that the tip was cracked. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed the connector function and saline flow functional test. Microscope inspection identified that the metal cap exhibited severe detritus adhesion on its surface. Also, it was found that the glass cap exhibited severe devitrification at the output window and distal circumferential fracture at the distal side of the fusion zone. With all the information available, boston scientific concludes that the identified distal circumferential fracture, may have led to forward firing. However, the forward firing test for this device resulted in an output which was below the threshold for potential patient harm. Also, it was identified that the glass cap rotates freely and is no longer fixed in position relative to the laser firing point and a mild protrusion of the glass cap is visible indicative of glue failure, which is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the glue failure, and the glass tip protruding from the metal cap. The interaction between the user and device, most likely caused or contributed to the observed fiber tip damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria.

Event description:
It was reported that during procedure, after using 3085 joules and three minutes and forty-two seconds, it was noticed that the tip was cracked. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during procedure, after using 3085 joules and three minutes and forty-two seconds, it was noticed that the tip was cracked. The procedure was completed using another fiber. There were no patient complications reported.